Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 75%, within 45 minutes. There was no impact to the customer's blood glucose level.